Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger unable to charge a battery) has been confirmed. Upon investigation, the battery charger was resetting. There was a thermally damaged q1 current-controlling transistor on the bedside board and there was liquid contamination on the battery board. The cause for the failure was isolated to the defective bedside board and the contaminated battery board. The root cause for the damaged q1 transistor could not be positively identified. The root cause for the contamination was due to ingress of an unknown liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned battery charger sn (B)(4) and reported that the charger was unable to charge a battery.